Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: today, the emergency department reported to me several cases of failure to retraction of the canula on short secure catheters ref (B)(4) lot 4292350. We have had no further feedback from user departments for the time being. To date, we only have this batch in stock for this reference. Have you had similar complaints from other customers?

Event description:
Event date updated to unknown.

Manufacturer narrative:
Event date updated in b tab. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4292350. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.